Manufacturer narrative:
. Additional information: b5, d10 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received 25feb2026 that only one coil was involved. The coil was retrieved by changing the catheter.

Event description:
It was reported that the nester platinum embolization coil unraveled. Upon release of the nester coil during an unknown embolization procedure for an unknown patient, the coil "did not unwind completely and became frayed (apparently split lengthwise). In addition, several knots formed, particularly in the probe, where they remained stuck. The further the probe was withdrawn, the more the coil stretched." The device was exchanged for an unknown new device. The device was not retained in the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1: phone number: (B)(6). G4: PMA/510(k) #: preamendment. H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.